Manufacturer narrative:
(B)(4). The investigation was completed on 11/16/2016. Retain product was tested and the customer complaint was not reproduced. Return product was not available for investigation.

Manufacturer narrative:
(B)(4).

Event description:
On 09/13/2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a patient. There was no patient information at the time of this report. The customer stated that all testing was done within 30 minutes of collection. The customer states that return product is not available for investigation. Date: time: result: (B)(6) 2016; 0633; >140. (B)(6) 2016; 0636; 99. There are no injuries associated with this event. The investigation is underway.